Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they met with their healthcare provider today and the healthcare provider told them to reset the ptm (personal therapy manager). The patient stated that it seemed like after about a week of use they had had some help resetting it and clearing the storage or memory, but they forgot the steps to that. The agent assisted the patient with clearing the data after which the patient confirmed they were able to successfully connect to the pump and see their lockout. It was noted that the troubleshooting steps that were taken on the call resolved the issue. Per the patient, they were allowed 4 boluses per day.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and back pain w/o leg pain. The patient reported that for the past few months, they had been having issues with the handset 90% lag and taking 10 minutes to connect to the pump and deliver a bolus. Agent reviewed information and walked the patient through clearing data on the handset. Patient was then able to connect to the pump without issue. Patient would call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: hh9020tdd, lot# serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.